Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper before use. This complaint was created to capture the 6th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." "These lots were leaking past the stopper."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper before use. This complaint was created to capture the 6th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper."